Event description:
It was reported that while testing with the bd bactec¿ fx, instrument top, packaged, false positive results were obtained. Confirmatory testing was performed, and the results were negative. Erroneous results were not reported out, and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6): bactec fx top-reports false positives, has been tested for repeatability and difference, is not used for patient treatment, and has no impact on patients.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Field service engineer was dispatched and rack assy was replaced. This is confirmed failure of the bd product. Root cause of false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. Complaint history for ¿results¿ was reviewed for the month of march 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.

Event description:
It was reported that while testing with the bd bactec¿ fx, instrument top, packaged, false positive results were obtained. Confirmatory testing was performed, and the results were negative. Erroneous results were not reported out, and there was no patient impact. The following information was provided by the initial reporter, translated from chinese: bactec fx top-reports false positives, has been tested for repeatability and difference, is not used for patient treatment, and has no impact on patients.